Manufacturer narrative:
This report is being supplemented to provide additional information inadvertently left off the previous report. The reported fault was likely a result of insufficient cleaning. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated this scope was last used on (B)(6) 2022 and they do not record the washing process on borrowed endoscopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "-inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additionally, the following non-critical findings were observed during the device evaluation: the air/water cylinder and scope cylinder were discolored. The switch box was scratched. The scope stopper was the old design. The insulation resistance value at the distal end did not meet standard value due to crack on the plastic distal end cover (c-cover). And lastly, the bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscopewas returned as part of the asset return process. During routine inspection of the device by olympus, a whitish foreign material was found inside the air/water tube, air/water cylinder and jet tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.